Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that tachycardia therapy was electively programmed off in the implantable cardioverter defibrillator (ICD), per the patient's request, due to high out of range shock impedance measurements for the right ventricular (rv) lead. No adverse patient effects were reported.